Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Device history record review revealed this device received anomalous operating software during the manufacturing process. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 which was not reproduced. System error 322 alarms were verified through a review of the event history log and were found to be caused by anomalous software. The software was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showing an ec322 (link switch error (low)). There was no patient involvement associated with this event. No additional information is available.